Event description:
The patient was in respiratory distress. Staff placed the continuous positive airway pressure (CPAP) mask on the patient. There was good air flow, but no pressure was present to push air into the lungs. The failure of the circuit caused a delay in treatment. When another circuit was used, the situation improved. No further complications occurred.